Event description:
Additional information was received from a company representative regarding a patient receiving baclofen (125 mcg/ml) via an implanted pump; the dose, brand and lot number were unknown by the reporter. On (B)(6) 2016 a catheter revision/replacement was being done for an "issue." This information was previously reported in MFR report number 3007566237-2016-01939.

Manufacturer narrative:
Patient codes (B)(4) no longer apply. Conclusion code no longer applies.

Event description:
Additional information: information was received from the physician's office indicating that there were no masses or flow retention noted during the lumbar myelogram. The cause of the inability to aspirate the catheter was not determined. The catheter was replaced and the tip was placed at t7.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Conclusion code applies to the catheters. Conclusion code applies to the pump.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine 40; dose 30.5 and baclofen 125; dose 95 via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2016. It was reported the patient was following up with the healthcare provider (hcp) on (B)(6) 2016 to have the hcp lower the bupivacaine as it was causing her to be numb and tingly. The patient indicated the hcp was going to have to change the concentration of the medication. Additional information was received that the patient was receiving 92.22 mcg/day of baclofen and 29.5 mg/day of bupivacaine. The patient's medical history included multiple drug allergies. It was noted the patient's numbness was from the bupivacaine. A lumbar myelogram was performed, since the side port was unable to be aspirated. The plan was to replace the catheter on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.